Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms resulting in a lead safety switch. Loss of capture was observed in bipolar configuration however it was noted that the patient does not pace in the rv. Noise was observed in both bipolar and unipolar configurations. Technical services (ts) discussed programming options including raising the sensitivity. The lead remains in service. No adverse patient effects were reported.